Event description:
Received info stating customer received an occlusion alarm. Customer observed that the cartridge was cracked. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.